Event description:
The patient reportedly experienced drug related symptoms of diarrhea, abdominal ache, tiredness, and "electrical shocks" in his body following the use of the pump. The drug used was fluorouracil (5fu). It was reported that the pump infused in a reported 26 hours instead of the expected 48 hours.

Manufacturer narrative:
Eval summary: the device involved in this incident has received in a condition that could not be tested. Retain sample was evaluated with no problems were identified. The information contained herein in based on the information provided by the initial reporter. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.